Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus received a medwatch report with an event reported that it had a dirty evis exera ii gastrointestinal videoscope from operating room (or) found in the decontamination room. No report was given regarding the scope. The scope print out (shingle) doesn't have patient's label on it. Per society of gastroenterology nurses and associates (sgna) dirty scopes needs to be cleaned, washed within one hour after procedure. More than one hour will cause biofilm hardened inside the scope and might not be able to flushed easily. For this scope, we have to soak it in an enzymatic solution for 4 hours. Dirty scopes left for a long time can result to bacteria accumulation, hardened biofilm. This can be a possible source of infection. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.